Event description:
Additional information reported the por was cleared with a physician programmer and the ins had since been charging without the por message showing.

Manufacturer narrative:
(B)(4)

Event description:
It was reported by the company representative that a power-on reset (por) was observed when the representative attempted to recharge a boxed implantable neurostimulator (ins). It was unknown if any troubleshooting had occurred related to the issue. If additional information is received, a follow up report will be sent.